Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that a few months back they had a routine check-up where the manufacturer re presentative (rep) checked the device. At that appointment, everything was functioning as intended (no allegations made). The caller stated that since that appointment, they have had 15 act treatments on the brain (shock therapy) and on their last appointment on august 27th, they noticed that they didn't feel the device tingle anymore and their bladder symptoms returned. The caller would like their device checked; information reviewed and the caller declined to troubleshoot over the phone. The patient was redirected to their healthcare provider to further address the issue.